Manufacturer narrative:
Date of event - unknown, but the best estimate is between (B)(6) 2021. (B)(4). Device evaluation: the customer indicated that the lens was discarded. Therefore, the sample evaluation could not be performed, the reported issue could not be verified and product deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Historical data analysis: a search of complaints revealed no additional complaints received for this production order number. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis simplicity intraocular lens (iol) was explanted from the patient's left (os) eye due to mechanical issues. There was no additional surgical intervention performed. The replacement lens is a non-johnson and johnson lens. Reportedly, the patient is doing fine post-operation. The customer indicated that the lens was discarded. No further information was provided.